Event description:
Screw head broke off during operation. Reason for breakage unk. The remaining portion of the screw was not explanted. Pt's long term health was not compromised.

Manufacturer narrative:
Screw head will be returned to the MFR for eval.